Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation, no confirmation of failure could occur . Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for evaluation, no confirmation of failure could occur . Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have been advised that consultant surgeon, mr.(B)(6), had an issue seating a size 12 corail 12/14 amt collared stem implant, during a primary total hip replacement yesterday, (B)(6) 2021 at (B)(6) hospital. Following broaching with a size 12 broach and trialing satisfactorily, the definitive size 12 stem sat 3 cm proud from the calcar to the underside of the collar. K-wires were used to retrieve the stem as an extractor instrument was unavailable and surgery delayed by 2.5 hours. A c-stem amt 12/14 stem was implanted instead, once the corail was removed.